Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. The physician reported that a stroke event was detected 4 days after the pfa procedure. No device issues were reported. No further information. The activated clotting time (act) was 350. No interventions were performed for the complication. The patient was admitted to a neuro acute care unit. A computed tomography CT image was done procedure to rule out a clot. Patient experienced a thrombotic stroke, and this was confirmed through CT imaging. There was no fibrin or coagulant seen on the tip of the catheter. The patient was under general anesthesia for the pfa procedure. A versacross fix wire was used with a non-boston scientific sheath. There were no reported device issues. It was further reported the patient was discharged from inpatient rehab on 04apr2026. The initial stroke symptoms were facial droop, left-sided weakness and slurred speech. The patient still had a left sided hemi-paresis at discharge. The irrigation flow rate for the farawave catheter was continuous irrigation via a pressurized saline bag per the IFU. Irrigation was never interrupted or stopped during the procedure. The procedure was not performed on interrupted or uninterrupted anticoagulation regime. The patient did not have a history of prior strokes.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, d4 lot number and h6 patient codes: d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. The physician reported that a stroke event was detected 4 days after the pfa procedure. No device issues were reported. No further information. The activated clotting time (act) was 350. No interventions were performed for the complication. The patient was admitted to a neuro acute care unit. A computed tomography CT image was done procedure to rule out a clot. Patient experienced a thrombotic stroke, and this was confirmed through CT imaging. There was no fibrin or coagulant seen on the tip of the catheter. The patient was under general anesthesia for the pfa procedure. A versacross fix wire was used with a non-boston scientific sheath. There were no reported device issues.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.